Manufacturer narrative:
No additional information has been received. An supplemental report will be sent if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) display is loose/wobbly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.